Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump would not turn back on. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
On april 5th, 2022 tandem diabetes care was informed of an update regarding the customer's pump issue: the customer did not experience a battery issue, but rather experienced a problem with the touchscreen resolution. H6 (removed code 1476, added 1408). H6 (removed code 1476, added 1408).